Event description:
A cgm error was reported by the customer, specifically error 42 related to a g6 sensor. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information for a complete pump reset and guided the customer through the process, after which the error did not reoccur, and the customer successfully started their sensor session.